Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not connected to the bus. A hard reboot was attempted, but the failed storage space could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 were not detected on bus. A field service engineer (fse) observed no light emitting diode (led) indications on the pixie bus module control board, isolated the board by disconnecting the retractor bands, and confirmed the issue persisted even in isolation. The pixie bus module control board was replaced, but the failure continued with both drawer control boards connected. Further isolation showed normal operation when drawer 2.1 was disconnected, with drawer 2.2 and the pixie bus module control board functioning correctly on the bus. The fse then replaced the drawer 2.1 drawer control board, successfully ran the required diagnostic testing, launched the application and successfully assigned the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.